Event description:
Patient was seen at the implant center in november 2001 for complaint of discomfort at the implant. It was reported by the surgeon that the implant had shifted several years ago. It was not a problem until the patient started wearing the combination of the glasses and behind-the-ear unit. Revision surgery has been scheduled.